Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product was continuously activating. The procedure was completed successfully.

Event description:
It was reported that the product was continuosly activating. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: rf wand would not turn on and off properly. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are, causing a short circuit which in turn caused the unit stopped working or continuous activation. User accidentally submerges the device in saline, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of the core to handle. Other possibilities a short due inadequate gluing operation on the internal suction tube and suction shaft. Footswitch pedal stuck on firing position, button inadvertently pressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.